Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that reprogramming was done on (B)(6) 2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative that there was a return of urinary symptoms leading to device explant. There was no information on actions taken, relatedness or end date. No diagnostics/troubleshooting had been performed. It was unknown if the issue was resolved a the time of this report. No surgical interventions had been performed. Conflicting information was provided as it was indicated the return of urinary symptoms led to device explant but there was report that no actions had been taken, no surgery performed, and the devices remain implanted-in service. The patient's status at the time of report was unknown. The medical history included neurologic urinary incontinence since 2008.

Event description:
Additional information received reported the event occurred on (B)(6) 2015 and the return of urinary symptoms led to the system explant on (B)(6) 2016. The event resolved on (B)(6) 2016. It was noted the event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not serious. No further complications were reported/anticipated.